Event description:
It was reported that prior to using a bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g x 1 1/2 in., sterile single use, not for skin injection, 5 ml, the scale markings were missing. The following information was provided by the initial reporter: the syringe didn t have ml markings.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 21-apr-2022. Investigation: one loose 5ml syringe with needle (p/n 305062) was received. Through visual inspection, it is observed that the printed scale was entirely missing from the syringe. Additionally, some scuffing observed on various parts of the barrel, flange and collar. Since the syringe appears to have been extensively handled it is unclear where the scuffing occurred. The observed scale marking condition was non-conforming per product specification. Potential root cause for the scale missing defect is associated with the marking process. It is likely a clogged ink manifold due to improper ink viscosity maintenance led to the observed condition. Since the batch number is unknown a defective rate cannot be identified and corrective actions are not required.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g x 1 1/2 in., sterile single use, not for skin injection, 5 ml, the scale markings were missing. The following information was provided by the initial reporter: the syringe didn¿t have ml markings.